Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
On or about (B)(6) 2022, plaintiff underwent placement of an angiodynamics vortex smartport, reference number (B)(4), and lot number 5740783. The device was implanted by (B)(6), md at (B)(6) medical center in (B)(6). On or about (B)(6) 2024, plaintiff was admitted for removal of the infected port. The infected port was removed by (B)(6), acnp on (B)(6) 2024 at (B)(6) medical center in (B)(6).